Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and right atrial leads were dislodged and twisted. The patient was symptomatic to the dislodgement experiencing pacing stimulation. The leads were explanted and replaced. The procedure was completed successfully. Patient was stable throughout the procedure.